Event description:
Surgeon awled holes and put in two skyline 14mm variable screws in the superior holes of the cervical plate. Then he awled inferior holes and put in two 14mm constrain screws. One went in fine, but the other would not seat. He replaced it with a 12mm constrain screw. The 12mm screw later backed out and surgeon revised the case. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Nothing was returned for evaluation and the screw lot number is unknown. Based on the implant date the screw was part of the initial limited launch quantity. It cannot be determined at this time if the screw was properly seated and the cam-loc fully engaged. The sales rep stated that the post-op x-ray shows the screw slightly proud indicating that it may not have been fully seated in the plate.